Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Cause was not known. The customer received assistance from a family member who attempted to give glucose tablets. Emergency medical services were called and treated the low with glucose tabs and intravenous saline. Recommendation was made to consult with a healthcare provider regarding diabetes management.